Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the inner helix was compressed out of specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Visual inspection noted no anomaly on the outer helix. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the inner helix was compressed out of specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Visual inspection noted no anomaly on the outer helix. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.